Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(4).

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a calcified common femoral artery vessel after an interventional procedure. Reportedly, the thumb advancer was difficult to advance. When an attempt was made to fire the clip, it remained on the clip delivery tube. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully deployed with the thumb advancer retracted as far proximal as possible. The distal tip of the sheath was ruffled from stretching beyond the distal end of the tubeset and striking the opened vessel locator wings during deployment. The tip was also puncture by the clip tines. The vessel locator wings were bent and broken. All of the vessel locator components were returned. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment; however, the vessel locator wings of this device were broken. Based on the investigation findings, the most probable cause for the bent locator wings is due to tissue compressed between the distal end of the tubes and behind the open locators creating distal forces during thumb advancement bending the locator wings. The exchange sheath was completely slit but had also been stretched beyond the distal end of the tubeset during thumb advancement capturing the clip during deployment. The bulbous shape of the distal tip of the sheath and the clip tine tears indicates it was stretched beyond the distal end of the exchange sheath during thumb advancement. The exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. The instructions for use (IFU) states: closure procedure step #1; it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.